Manufacturer narrative:
A ge service rep performed an on site investigation. The ps2 power supply and fuse were replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system had an interlock failure error prior to a case. The 9900 system had to be removed, and the procedure was completed with another system. No pt injury was reported.